Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "camera shows error on screen" was confirmed. An b30 error was displayed on the screen due to faulty cable unit. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the image was not in accurate color and the camera displayed an error on screen. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that based on the evaluation, it was assumed that error b30 occurred because the cable was damaged and the video communication could not be transmitted to the processor. I checked the product shipment record, but there was no problem with the device. The damage to the cable is thought to be due to the handling of the user. The camera displays an error on the screen (error b30) <confirmation of contents described in the instruction manual> regarding cable damage, the contents of the instruction manual at the time of shipment of the product were checked and the following are stated. It is determined that this will prevent indication phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession.